Event description:
Synthes (B)(6) reported that a customer complained about the tips of the screwdrivers (314.132), which were broken off and rounded off. There were no pieces unrecovered or left in the patient. This happened over a period of time with normal use. This report is 1 of 3 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record review (DHR) was performed and no complaint related issues were found. A manufacturing evaluation was performed: the hexagon of both devices is completely stripped and strongly twisted clockwise. The relevant dimensions cannot be verified anymore because of the damage. Therefore this complaint is indeterminate from a manufacturing standpoint. We are not able to determine the exact cause of this occurrence. Because both screwdrivers are that badly twisted we can only assume that over-tightening of a screw caused this damage. Placeholder.